Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder bag snap for the controller is malfunctioning, not securing, and the controller has fallen out of the bag twice. The shoulder bag was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was not returned for evaluation. The reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged shoulder packs' snap can be attributed to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.